Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using the binax now and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " customer got 2 positive results using kit lot # 1054251. Customer repeated the tests on veritor plus analyzer and got negative result and then repeated on binax now and got a negative result again. (B)(4): (B)(6) 2021 13:54:20 (gmt) . Kit lot# 1054251. Is the customer reporting a false positive or false negative? 2 false positive what type of reference method was used to confirm the result (pcr, viral culture, etc)? Binax now ag rapid test. How many specimens were discrepant (fp or fn)? 2 fp. Was there any patient impact as a result of the false result? No. "

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1054251. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (B)(4) (corrective and preventive action) to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using the binax now and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "customer got 2 positive results using kit lot # 1054251. Customer repeated the tests on veritor plus analyzer and got negative result and then repeated on binax now and got a negative result again. (B)(4): (B)(6) 2021 13:54:20 (gmt): kit lot# 1054251. Is the customer reporting a false positive or false negative? 2 false positive. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Binax now ag rapid test. How many specimens were discrepant (fp or fn)? 2 fp. Was there any patient impact as a result of the false result? No."